Event description:
It was reported that a software upgrade was performed with the programmer, then this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the 60/60 magnet commanded reset was performed, and the device was then able to be interrogated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the b5 field for more information regarding the specific circumstances of this event.